Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed the lead screw nut and position potentiometer was loose. The lead screw nut and position potentiometer nut were shimmed and readjusted. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.